Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the device does not function. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device is an instrument and is not implanted/ explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: (B)(6). Previously the item was serviced on (B)(4) 2013 due to ¿motor seized, rough running, defect¿ (motor exchanged) and (B)(4) 2012 due to ¿motor seized, rough running, defect¿ (motor exchanged). The device has been serviced and functional testing has been performed in accordance with the service manual. The technician noted that the motor was half a year old and had no function. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.